Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient found that the sensor wire had detached and remained in her skin after removing the sensor. The patient visited her health care professional (hcp) on the same day, and the physician successfully removed the sensor wire through a medical procedure where incision was involved. The patient got stitches. Two injections of lidocaine anesthesia were administered to numb the area. The patient was discharged the same day after staying in the hospital for less than 24 hours. No prescriptions were provided. No other details were documented. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.